Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was applied on tissue beyond the indicated range. Visual inspection noted that the reload was partially fired with the interlock engaged, the jaws were open, staple pushers were visible at the cut line, the clamping mechanism was deformed and staple pushers were partially flush with the cartridge. Functional testing noted that the reload was loaded into a representative instrument, was cycled without hesitation or binding and was applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and function properly. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cutting and stapling the stomach to create the sleeve gastric in a sleeve gastrectomy, the purple reinforced reload had stopped the release of staples after a crack sound was heard. Surgeon replaced the handle and had the same bad result. It was also noted that there was poor staple formation. Surgeon replaced the reload and was able to finish the procedure however, there was unanticipated tissue damage and tissue loss for many staples were used over the stomach. It was necessary to do many applications due to the malfunction of the stapler over the tissue. The surgeon had to cut closer to the shorter curvature of the stomach and resect more gastric tissue to prevent post-op complications. There was a delay in surgery more than 30 minutes due to device issue. Medtronic's initial evaluation of the incident is that it was cause due to the tissue thickness to exceed the indicated range thickness for the staple size.